Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited remote monitoring was disabled and the patient's underlying rate was in the 50's. Technical services (ts) indicated that device data was needed to determine the cause. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited remote monitoring was disabled and the patient's underlying rate was in the 50's. Technical services (ts) indicated that device data was needed to determine the cause. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.